Manufacturer narrative:
The device has not been returned at this time. If the device is returned, analysis will be performed and this report will be updated at that time.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited left ventricular (lv) impedance measurements of greater than 2500 ohms. The device was explanted and replaced to upgrade the patient's therapy. No additional adverse patient effects were reported.